Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press, less responsive and had to press twice to respond. Customer stated that the insulin pump had unexplained no delivery alarms. Insulin pump was louder when rewind. Insulin pump rejected new batteries and display light was dimmer. Insulin pump had motor error. No harm requiring medical intervention was reported. The device will not be returned for analysis.